Event description:
In (B)(6) 2012, the patient saw the surgeon and a dose change was made. The managing physician was not made aware of the dosing change and the patient's pump was now empty. The empty reservoir alarm occurred and was seen on interrogation. The pump logs showed the empty reservoir log on (B)(6) 2013. The patient was at the clinic on (B)(6) 2013 and they were planning to refill the pump; they were planning to change the lioresal concentration from 500 mcg/ml to 2000 mcg/ml. The patient experienced a return of symptoms related to the event; the patient's legs were tight.

Manufacturer narrative:
Concomitant medical product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information: the patient experienced increased spasticity. The patient outcome was no injury. The patient heard the alarm, but ignored it.

Manufacturer narrative:
(B)(4).